Event description:
A physician reported a pt who was implanted in the right and left oral commissures on 7/2/97. Within two weeks post-implantation, exact date unk, the physician noted bumpiness at the left oral commissure implantation site and, by the fourth week post-implantation, the pt felt like the implant was pointing to the surface at the mucosal side of the left oral commissure. When the physician extracted the implant on 7/29/97, he noted purulent material. He diagnosed an infection of the left oral commissure and prescribed oral keflex. He did not believe there was a big difference with regard to the amount of augmentation, but the pt was pleased with the augmentation; the right oral commissure implant remained implanted. Within 2 days after implant removal, the event had resolved without residual. The physician believed the event was implant related.